Event description:
It was reported that this pacemaker exhibited noise oversensing on the atrial channel. Technical services (ts) reviewed the event and indicated that the artifact noise was suspected to be related to a medical procedure or electromagnetic interference (emi). Additionally, the patient reported experiencing weakness, which ts suggested could be attributed to a loss of atrioventricular (av) synchrony. Ts provided reprogramming options and recommended continued monitoring. No adverse patient effects were reported. This pacemaker remains in service.